Event description:
Tunnelled dialysis catheter removed where the dacron cuff that is normally attached to the catheter became dislodged and was retained under the skin. Surgically removed on (B)(6) 2012.